Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The caller received guidance from technical support and successfully performed a pump reset, after which the cgm error did not reappear, allowing the sensor session to start successfully.